Manufacturer narrative:
Seven devices were returned for evaluation. The evaluation results for all seven returned devices: the complaint about the device fell off event could not be determined. There was moderate to minimal amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
Patient reported the loss of 6 v-go 40 devices over the past few weeks due to adhesive pad not staying attached to the body. Patient wears the v-go on the back of her arm or abdomen and has lost v-go devices from both areas. Patient reports the most recent date of loss as (B)(6) 2020. There was no increased movement or exercise and proper application and use procedures were followed.